Manufacturer narrative:
A sample is in transit to the manufacturing plant. The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the auxiliary illuminator was broken and he had to use the top illuminator to complete the surgery. However, when the patient had already the trocars installed, the top illuminator was not working and the lamp had to be changed to complete the procedure.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The auxiliary (aux) illuminator and the lamp were replaced to address the issue. Both were retuned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Auxiliary (aux) illuminator and lamp were received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned aux illuminator and lamp were installed into a calibrated system. A known good stepper motor was installed into the returned aux illuminator and then tested. There was no system message (sm) that displayed during or after boot-up sequence. The stepper motor was found to cause the reported event. The lamp was tested and found to meet specifications. The root cause of the reported event can be attributed to a nonconforming stepper motor. However, how or when the component became nonconforming cannot be determined conclusively.